Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that several physicians have experienced no aspiration from the phaco handpiece during phacoemulsification in quadrant removal. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. There was no mention of the handpiece being tested or examined at this time. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).